Event description:
The pt was admitted for a procedure in 2008, with an 85% lesion in the left internal carotid artery. An angioguard was delivered to the lesion and a precise stent was placed successfully. After the stent was placed at the target lesion, blood flow stopped, due to debris. Therefore, the physician suction the blood from near the filter basket, and then the angioguard was retrieved. The next day the physician confirmed embolus, by MRI, which developed a stroke, narrowed visual field of the left eye and paralysis of the right arm. The paralysis resolved within a few days, after argatroban and edaravone were given, but the narrowed visual field still remained. The physician thinks that debris flowed to the ophthalmic artery, which caused retinal arterial branch embolus during the procedure.

Manufacturer narrative:
This is one of two products involved with thise adverse event in which associated MFR report numbers are 1016427-2008-00225 and 9616099-2008-02062. Add'l info will be submitted upon 30 days of receipt.